Manufacturer narrative:
Evaluation summary: one delivery system was returned for evaluation. The capsule was not returned. The delivery system was visually investigated for external damage. There were no signs of tissue or blood on the product. The delivery system was not bent. The plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. As the product was received, the device functioned per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to attach to the patient's esophagus. There was no harm caused to the patient, but a repeat procedure was performed. Intervention was not necessary to correct an injury. There was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure, an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 2 years. The vacuum source was a medela pump. No other known adverse events were reported.